Event description:
Boston scientific received information in (B)(6) 2008 that this implantable cardioverter defibrillator (ICD) had right ventricular (rv) shocking lead impedance (sli) message from the epicardial leads of "less than 20, greater than 125 ohms". A boston scientific technical services (ts) consultant discussed that a high-energy test should be performed to verify lead integrity. At that time, the available information suggested that this device remained in service without additional complication. Subsequently, boston scientific received information that the device was received at boston scientific's return products department in (B)(6) 2011 and that the patient had died one week following the initial call to technical services in (B)(6) 2008.

Manufacturer narrative:
A review of the memory log from the returned device found that the last right atrial (ra) manual impedance was made in late (B)(6) 2008 and was greater than 3000 ohms. Ra impedance testing was performed on the device and was found within normal range. It was concluded that the device performed normally throughout laboratory testing. The ra lead was not returned for analysis.